Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Heavy sludge was noted prior to procedure. A watchman access system (was) was positioned, and a 31mm watchman flx laa closure device & delivery system (wds) was selected for use. The 31mm closure device was deployed and released. After the closure device was released, a small clot on the anterior side of the device formed between device edge and appendage wall. No intervention was performed. The patient was discharged home on anticoagulation medication (eliquis) and aspirin until 45 day follow up exam.